Manufacturer narrative:
From available information, there is no return material authorization (RMA) associated with this complaint. Also, there is no evidence that the vessel sealer extended (vse) device caused or contributed to an adverse event. Therefore, there is no isi product expected to return for evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. Log reviews could not be performed due to insufficient and/or unconfirmed product/event information. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that the surgeon experienced vessel seal extended (vse) tissue sticking problem. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur and although there was no patient injury reported as a result of this alleged failure, it was determined that this reported failure mode presents a potential hazard that could possibly cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the surgeon experienced tissue sticking to the vessel seal extended (vse) instrument. The customer believed it was a quality issue with a particular instrument since sticking happened at the start of the case rather than after multiple seal activations. It was unknown if there was any patient injury or if the instrument was returned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this was a general complaint of the vessel sealer extended (vse) the isi representative heard from the surgeon during a case observation. She was unsure if specific vse instruments with sticking issues have been previously returned for testing. The surgeon primarily performs hysterectomies and myomectomies. The tissue would likely be uterine tissue or fibroid tissue. The system number during the case observation on (B)(6) 2022 was sk3303. The hospital has other systems, and it is unknown which system was being used during the alleged vse sticking issue.